Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) exhibited increased thresholds the day after implant. After x-ray imaging, it was found the lead was dislodged and surgical reposition was performed. At repositioning, the lead exhibited helix mechanism issues, but this did not affect the procedure. No additional adverse patient effects were reported.